Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, immune status, and other co-morbidities etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, per report the cause for the valve degeneration was due to patient factors (end stage renal failure on dialysis). The cause of the death was reported as hypoxia acute respiratory failure. The cause of death was most-likely related to patient factors (end stage renal failure). There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
Updated information was provided, an echo performed 1-day post valve-in-valve procedure revealed a well seated valve, with a mean gradient 1mmhg, peak gradient 3mmhg, and valve area of 2.0 cm2, with no central or paravalvular leak.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Approximately 3 years and 4 months post implantation of a 29mm sapien 3 valve, degeneration of the initial sapien 3 valve attributed to patient on dialysis. A 2nd sapien 3 valve was implanted. Per physician, the patient was symptomatic with severe aortic stenosis. In addition, the 2nd valve was placed "because the patient was on dialysis". Approximately 2 weeks post procedure the patient expired. The cause of death was listed as respiratory arrest and hypoxia acute respiratory failure.